Event description:
Patient was revised to address tibial loosening and poly wear of the insert (right side).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.